Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. The patient stated that he had called dexcom's technical support earlier on the day of the event because he was experiencing no readings. The patient was advised at that time to change the sensor. The patient completed warmup of the new sensor and received cgm readings in the high 300s mg/dl. The patient was asymptomatic, so he checked the bg 5 consecutive times. The bg values were 272 mg/dl and down to 173 mg/dl. During that time, the t-slim insulin pump had initiated an auto bolus of 10 units based cgm reading. About 5 minutes after this, the patient passed out. He woke to the display device alarming with the cgm at 53 mg/dl. The patient crawled to get carbohydrates and ate. The patient started feeling better after about 30 minutes. The patient did not seek further medical evaluation. At the time of the follow up call with the patient, he was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.